Event description:
My son is forced to wear a mask at school and passed out due to lack of oxygen. It is sick and abusive that they're being required. Please revoke the eua. Most people are not being made aware of risks and are not given options to opt out; make it stop. FDA safety report ID # (B)(4).